Event description:
The patient's daughter reported that the patient was admitted to the hospital due to loss of consciousness, diabetic ketoacidosis (dka), and a subsequent heart attack that necessitated intubation on (B)(6) 2026. The patient underwent various tests, had stents inserted, and completed lab work. It was reported that the pod was not delivering insulin. Blood glucose levels were not reported. Details regarding length of hospital stay was not reported.

Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that the lot number of the last pod used prior to the date of incident ((B)(6) 2026) was ph1u09242521, which is impacted by the field safety notice (fsn). Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The last data point received by the controller from the pod during this period was an estimated glucose value of 56 mg/dl at 15:14 on (B)(6) 2026. The pod was deactivated at 15:15 on (B)(6) 2026 and a new pod was not activated until 01:12 on (B)(6) 2026. The phb data showed that the system was being used in manual mode starting at 17:04 on (B)(6) 2026 and leading up to the last data point. The system mode was switched due to the generation of an automated delivery restriction alert at 16:59 on (B)(6) 2026. This alert was generated due to the automated algorithm delivering the max microbolus amount for an extended period in response to increasing and high estimated glucose values. While in manual mode, the system correctly delivered the user's manual basal program of 1 u per hour. During this period of manual mode leading up to the date of occurrence, the user's estimated glucose values were observed to decrease in response to boluses delivered during this period. Based on the available data, it could not be determined if the pod used leading up to the date of occurrence had the same internal leak reported as part of the fsn. No evidence of a failure to deliver insulin was observed in the available cloud data. The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.